Event description:
It was reported that post-operatively the screw head became deformed. Levels treated were l3-l5 with a tlif cage at l4-l5 for degenerative disc disease, back pain and left leg pain. The patient presented for follow-up after hearing a "strange noise in his back during a normal walk." It was determined the screw head at left l3 was deformed during final tightening in the original surgery which caused incorrect positioning and tightening of the closure top making the screw head unstable. The screw, all closure tops and rod on the left side were removed and replaced. The patient's current status is reported as good.

Manufacturer narrative:
Additional relevant information will be provided when the device evaluation is completed.